Event description:
During evaluation by baxter personnel, an infusor was found with a reservoir rupture. It is unknown when the rupture occurred because this condition was not reported by the customer but the device was received by baxter with the ruptured reservoir. There was no reported patient involvement, patient injury, medical intervention, or adverse reaction associated with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that this report is a duplicate of report number 1416980-2013-00922.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A review of batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.